Manufacturer narrative:
No product was returned for investigation. The cause of the positioning issue was determined to be an unintentional use error as the pump was most likely repositioned incorrectly as pump alarmed ¿impella in aorta.¿ shortly after impella was repositioned by resident physician and was unable to be readvanced at bedside with echo guidance. The device passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella 5.5 experienced an impella in aorta alarm. Repositioning of the pump was unsuccessful so the pump was explanted and replaced with a new impella 5.5 pump. The patient is in stable condition.